Event description:
The technician alleged the left foot brake caster locks into steer but rolls while in brake mode. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.